Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided additional 510k number is k072642. Device location unknown.

Event description:
It was reported that a fractured screw () was discovered after tightening a prosthesis. The fractured screw was removed and another was placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite large hexed screw was returned for inspection. A visual inspection revealed that the screw is worn from use, and is confirmed to be fractured at the top of the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite large hexed screws it is recommended to torque at 20ncm. A root cause for the complaint could not be determined.